Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the pediatric patient fell and hit her head when standing up due to hypoglycemia. She hit her head on a shelf and fell unconscious. Unknown if unconscious due to hypoglycemia or head hitting. Mother woke up to the bang when patient fell to the floor and measured bg values which was 3.4 mmol/l and cgm showed 6.7 mmol/l. The mother treated the patient with baqsimi (nasal glucagon spray). Ambulance personnel was called; they cleaned the injury but no other treatment was provided. At the time of the report the patient was well. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.